Event description:
It was reported that the patient experienced ineffective therapy due to auto-reduction. As a result, surgical intervention may be undertaken to address the issue. It is unknown at this time which lead is liable for the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d4 serial number - the serial number should have been should have been (B)(6) rather than (B)(6). Correction: section d4 lot number- the lot number should have been should have been 8166571 rather than 8109518. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a surgical procedure on (B)(6) 2022 during which the patient's lumbar lead was explanted and replaced to address the issue. It was noted that the l2 lumbar lead exhibited high impedances.